Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. On (B)(6) 2020 this patient contacted fresenius technical support for assistance with disconnecting from treatment on the liberty select cycler. The patient stated they had a medical episode and needed to get off the cycler. The patient¿s peritoneal dialysis registered nurse (pdrn) reported that the patient experienced atrial fibrillation (a-fib) and went to the hospital where she was kept overnight for observation. The a-fib is an ongoing issue for the patient. The episode was unrelated to pd therapy or use of the liberty select cycler or any fresenius product(s). There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support stating that they were experiencing a medical episode and needed to get off their cycler. The patient was in an unspecified dwell stage of treatment. No alarms were reported. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated the patient went to the hospital and was kept overnight for observation due to atrial fibrillation (a-fib). This is an ongoing issue for this patient. The episode was unrelated to pd therapy or use of the liberty select cycler or any fresenius product(s). The patient is home completing pd therapy on the liberty select cycler with no further issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.